Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that about six weeks prior to the call, she went to the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was not provided. Customer also reported that she was vomiting. The customer stated that she was later admitted to the hospital due to a stomach infection that required surgery. The insulin pump was not replaced or returned for analysis.